Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03545, 2134265-2013-03546. It was reported that during a percutaneous coronary intervention (pci), motor drive unit (mdu) failed to pullback. The target lesion was located in an unknown vessel. During the procedure, the motor drive unit failed to autopullback. Manual pullback was attempted and the procedure was completed. No patient complications were reported and the patient's condition is unknown.

Manufacturer narrative:
Update: device available for evaluation, device evaluated by MFR, device returned to manufacturer, device manufactured date, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer:the device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The problem could not be reproduced as indicated in the original complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03545, 2134265-2013-03546. It was reported that during a percutaneous coronary intervention (pci), motor drive unit (mdu) failed to pullback. The target lesion was located in an unknown vessel. During the procedure, the motor drive unit failed to autopullback. Manual pullback was attempted and the procedure was completed. No patient complications were reported and the patient's condition is unknown.